Manufacturer narrative:
The product was returned with no complaint received. A failure event was observed during analysis. Final analysis found the outer helix was stretched out of specification and inner helix was compressed out of specification. The outer helix elongation is consistent with having occurred during procedure. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. No further anomalies were detected.

Event description:
This report is to advise on a failure event which was observed during analysis.